Event description:
It was reported that the wake button was not working, preventing the pump from being turn on and off. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.